Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Event description:
A representative reported that a patient¿s pump and catheter were removed fourteen weeks prior to the report due to infection. The representative later reported that they were called into a case ¿last week¿ to replace the patient¿s pump, and the patient was confirmed to have been re-implanted with a new system. The patient was noted to be doing well following their surgery. The medication used within the system was lioresal.